Event description:
The customer contacted baxter's service center regarding a system error 2240/2367 (air in tubing), which occurred on the homechoice (hc) during peritoneal dialysis, dwell 3 of 4. The patient was connected. The bags were found to be properly connected but there was an open clamp on the cassette's unused supply line. The technical service representative (tsr) had the home patient (hp) cycle the power until the alarm cleared. The hp stated she would complete therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A homechoice hardware device experienced a 2240/2367 alarm indicative of a potential malfunction of the disposable cassette. As the cassette was not returned, a device analysis cannot be completed. However, the hp reported they had left a clamp open on an unused supply line. This event is known to cause a 2240/2367 alarm. Per baxter labeling, users are instructed to use close clamps on unused lines when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.